Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The user facility reported the device lost tension and slipped on the patient's head. Additional information has been requested.